Event description:
Information was received that a refractive surgery was performed in 1999. It was stated the patient developed diffuse lamellar keratitis (dlk), "wrinkles" in the corneal flap, induced irregular astigmatism and compromised night vision. A review of the company's files showed no record of the event being reported either by the surgeon(s) or the user facility. No information on the patient was found in company's database.